Event description:
It was reported that the patient experienced st segment elevation and atrial fibrillation. The patient was prepped and draped as normal. Blood pressure was monitored via an arterial line was noted to have systolic pressure in the 80s at time of intubation. The patient presented in persistent atrial fibrillation. Venous access was gained without an issue. Coronary sinus catheter and intracardiac echocardiography catheters were advanced into position and transseptal was performed. Once transseptal the faradrive steerable sheath was aspirated and flushed according to protocol. A pre-map was performed with an hd grid mapping catheter. Cardioversion was attempted prior to pre-mapping at 200 joules shock and was unsuccessful. The faradrive sheath was aspirated and flushed during insertion and removal of the hd grid mapping catheter. The farawave catheter was inserted and the faradrive sheath was aspirated and flushed per protocol. The left superior pulmonary vein (lspv) was targeted, and 8 applications were delivered with no issue. Next the left inferior pulmonary vein (lipv) was targeted and after delivery of fourth flower position (12 applications overall) st-segment elevation was noted by physician. The physician deemed the patient to be stable with no hemodynamic changes noted. Fluoroscopy of the left ventricular wall in left anterior oblique was performed with normal heart squeeze was noted. The physician decided to continue with pulmonary vein isolation (pvi) and posterior wall isolation (pwi) while watching for hemodynamic or rhythm changes. The pfa applications were completed without hemodynamic or rhythm changes. Post mapping was performed and pfa portion of procedure was completed without hemodynamic issue. Before sheath removal was performed, 20mcg was administered via IV push. This was repeated three other times for a total of 80mcg of nitro before st segment changes had resolved to baseline. A left heart catheterization was performed with no spasm or emboli. The patient was sent to post-anesthesia care unit for normal post procedure recovery. The patient is expected to fully recover. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.